Manufacturer narrative:
(B)(4). Concomitant medical products: 30103203-g7 vit e neutral lnr 32mm c-64669012. 574202040-avenir cmpl ha ho col size 4-3012866. 00877503201-bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14-3013059. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient required a wound debridement due to a superficial infection approximately 1-month post implantation. No product was exchanged. Patient reported satisfaction and no other complications. Attempts have been made and additional information on the reported event is unavailable at this time.